Manufacturer narrative:
The different reagent kit used by the field application specialist (fas) was reagent lot 706442 with an expiration date of 29-feb-2024. The sample was received for investigation. The customer's tsh results were reproduced. Upon further investigation of the sample, no assay-interfering factors were identified. Product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The tsh reagent meets specifications.

Manufacturer narrative:
The e601 module serial number was (B)(6). The e801 module serial number was not provided. The sample was requested for investigation.

Event description:
The initial reporter questioned high results for 1 patient sample tested for elecsys tsh (tsh) on a cobas 6000 e 601 module and a cobas e801 module. The initial result from the e601 module was 4.26 uiu/ml. On 28-aug-2023 the sample was repeated on a cobas e801 module with a result of 4.18 uiu/ml. On 29-aug-2023 the field application specialist (fas) repeated the sample on the e601 module using a different reagent kit and the result was 4.68 uiu/ml. The sample was sent to two other laboratories for additional testing. The result from an unspecified electrochemiluminescence immunoassay method was 4.26 uiu/ml. The results from the siemens method were 2.286 uiu/ml and 2.391 uiu/ml.